Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Since there were no abnormalities with the console and the pump was not returned for investigation, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. While on support, there was a placement signal low alarm. The pump was repositioned, and the diastolic placement signal became lower than the original diastolic pressure. The decision was made to withdraw care, and the patient expired.